Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "up" "down" and "ok" buttons were not found to have normal springback, and contamination was observed under the button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was fuound to be fully intact. The "up" "down" and "ok" buttons were not found to have normal springback, and contamination was observed under the button contacts. The 'up' 'down' and 'ok' buttons were found to be responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.